Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. The main circuit board was replaced as a precaution. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf138) related to pneumatic block issue. There was no patient harm or serious injury reported as a result of this incident.